Manufacturer narrative:
Evaluation summary - no product returned with per for evaluation. Also, x-rays are not available for review. Product information like item number, lot number and patient's age, weight, activity level are not known. The cause of the problem could not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that revision surgery was scheduled due to wear of the tibial insert and closing joint space observed on x-ray. When patient's knee joint was opened, substantial wear was observed on one of the tibial compartments. Surgeon elected to lavage and debride the joint space and reimplant the same, original poly tibial insert back into the place. Exact implant date is not known.